Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that low shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) system through the remote monitoring system. Additional information was received confirming that the physician performed a synchronous shock which resulted to within range shock impedance value. All other measurements were within normal limits and no lead issue was suspected at this time. The patient was discharged to home with no additional adverse patient effects were reported. The system remains in service.